Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with photophobia, transient light sensitivity, and bilateral iritis in both eyes(ou) post treatment. Topical steroid dosage was increased. It was stated that the patient had no a loss of best corrected visual acuity (bcva). The patient¿s chief complaint was of transient light sensitivity. Patient reports severe photophobia ou for the last two days. The surgery center noted the patient was unable to open eyes enough even with topical anesthesia to look at chart to get an accurate visual acuity. The patient¿s comments were of unable to open eyes or unable tilt head up. The patient can tolerate the light if the head is down and is wearing 2 pairs of sunglasses and still can't tolerate any light. The surgery changed the pred forte to durezol and to consult with treatment center near patient¿s town. The patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -.75 x -1.00 x 138, left eye pre-op 20/20 -1.00 x -.75 x 45.